Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, right femoral artery access was used, with an 18fr introducer sheath. The valve was successfully implanted. Mild paravalvular leak (pvl) was present. A complete heart block occurred during the procedure. A moment of vascular complication occurred at the end of the procedure. Per the physician, the complications had a causal relationship with the procedure but not the device. No treatment was performed. No additional adverse patient effects were reported.